Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the healthcare provider's office stated the patient had an infection at the pump site and was having a revision or replacement. The issue was not resolved at the time of the report, but the revision was planned for (B)(6) 2025

Event description:
Additional information received from the company representative reported that the infection had resolved. The healthcare provider prescribed antibiotics for the patient and the course was complete.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8578, serial# (B)(6), implanted: (B)(6) 2020, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8785, serial/lot# (B)(6), ubd 2021-07-11, UDI# (B)(4), product ID: 8709, serial# (B)(6), implanted: (B)(6) 1999, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot# (B)(6), ubd 2001-10-01, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that ¿the patient had a bad infection on their spine with the catheter that ran to the pump - the infection was not due to complications with the medtronic device but they thought the infection was along the pump and they were going to switch all that out since it would be 6 years coming up since and they would also have to reimplant a new battery.¿ about a month ago, they took the patient in to clean out the infection. The reporter stated that the patient had ¿so many issues with the infection and things since september and they had been dealing with disinfection and going to the wound care doctor.¿ per the reporter, the pump was delivering hydromorphone "15.0" and bupivacaine "22.5." The indication for pump use was spinal pain.